Event description:
The reporter stated that the device was displaying a check force sensor alert. There was no patient injury or treatment associated with this event. During evaluation, it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. During evaluation, the audible alarm speaker was found to be working, but sounded bad and was replaced. This is being monitored for trends.